Event description:
A cc4204bf model lens, diopter +20.0, was in the process of being implanted and the foam tip plunger caught the lens and pulled it back out of the eye. The facility stated, it was unknown if there was any lens damage, but there was no patient injury or event. An msi-pf injector and an sfc-25 cartridge were used, but the lot numbers are unknown.

Manufacturer narrative:
The injector was not returned for evaluation. However, visual inspection of the lens showed one haptic torn off. There was evidence of surgical residue. Investigation under iaca is ongoing.